Manufacturer narrative:
Unit passed displacement test and self test. Pump error 63 confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure while performing self-test. The customer's blood glucose value was 105 mg/dl. The insulin pump had insulin flow block alarm. Customer reported that they were able to clear the alarm. Customer stated they were able to rewind the pump. Fill cannula was recorded in daily history. The customer called because he was unable to register the insulin pump to carelink. The insulin pump passed self-test. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.